Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements.  No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2020 with positive staph blood cultures. The patient's driveline did not show any signs of infection. The patient was started on ceftaroline 600 mg intravenously every 12 hours. The patient completed the course of antibiotics. The patient was deemed stable for discharge on (B)(6) 2020. Blood cultures were drawn as an outpatient which grew out staph aureus on preliminary results. The patient was re-admitted so that his antibiotic therapy could be adjusted again.